Event description:
During a coronary stenting procedure, after the product was removed from the inner package the hub was cracked and fell off. The product was not used on the patient. There was no reported patient injury.